Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had a white piece break off from the head. The procedure was completed with no reported injury and no fragment fell inside the patient's anatomy as a result of the breakage.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. However, as of the date of this report, the instrument has not yet been received.